Event description:
A low glucose readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified low sensor readings compared to unspecified results from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer reported a symptom of "got thirsty" and was able to self-treat with 6 cubes of sugar, 4 juices and 12 units of insulin (type unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.